Manufacturer narrative:
Only event year is known: 2020. Additional device product codes: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Part number: 04.038.210s. Lot number: h831245. Part manufacturing date: february 21, 2019. Manufacturing site: (B)(4). Part expiration date: february 1, 2029. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h831245 of tfna fenestrated screws was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h757068 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Picture review: narrative (tfna screw did not go through tfna nail) could be verified from provided pictures. The tfna nail is not properly orientated. Please note, before inserting the head element the correct position of the nail and the guide wire needs to be verified in both the ap and lateral planes using the image intensifier. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a proximal femoral nailing system-advanced (tfna) procedure, that the neck screw did not go through the nail properly. The fracture had fallen into varus and had failed to properly unite. The issue was discovered approximately six (6) weeks post op. Ap xrays initially failed to show a break in the nail but showed the neck screw was not sitting in the correct place. The surgeon followed up the following morning with a lateral xray, which clearly showed that the neck screw had not gone through the nail. The surgeon stated that the aiming arm may not have been tighten properly during the procedure. Intra-operatively, the neck screw not properly going through the nail was not visible on an xray. The patient did not complain of discomfort, and the current plan is to treat the patient non-operatively. Concomitant devices reported: tfna end cap (part number unknown, lot unknown, quantity 1), locking screws (part number unknown, lot unknown, quantity unknown), 12mm/125 deg ti cann tfna 400mm/right ¿ sterile (part number 04.037.230s, lot 3l24126, quantity 1), 125 deg aiming arm (part 03.037.014, lot unknown, quantity 1). This report involves one (1) tfna fenestrated screw 110mm ¿ sterile. This is report 3 of 3 for (B)(4). This report is related to (B)(4) which captures the intra-op event where the unknown aiming arm was not properly tightened. This report, (B)(4), captures the post-op event where the patient experienced non-union six (6) weeks after implantation of tfna devices.